Manufacturer narrative:
H6: medical device problem code section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals scratches and is heavily gouged in the surface of the device. The visual also reveals the device has damage along the base, more than likely from attempted insertion. This inspection was conducted using a magnifying glass. The dimensional evaluation revealed that the device has considerable damage around the extraction slot area and the dovetail that appears to be from attempted use and has the potential to cause an event during attempted mating to the tibial base as described in the complaint. The damage/deformation of several features would not allow for accurate measurement. All measurable critical features that could be measured were within specification. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, the final inspection includes the verification of part configuration per print. Parts should also be verified to be free of burrs, pits, sharp edges, nicks or damaged areas. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include handling, size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6; type of investigation and investigation findings.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during tka surgery, when unpacking and taking out one (1) gii ps hi flex isrt sz 3-4 9, it was found that the rear slot was deformed. The attempt to install it into the tibial baseplate failed, and the slot could not be inserted. The procedure was performed, after a significant delay of more than 30 minutes, with a change in the surgical technique. No injury was reported as a consequence of this issue.